Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was able to power on, the display shut down and 10 beeps were heard. In this condition the device is unable to engage in patient monitoring. Internal inspection indicated u21 on the instrument board is shorted. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device powers off during use. No consequences or impact to patient were reported.